Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a diagnostic laparoscopic procedure. The sutures were being used for closing the vessel. Two sutures detached prematurely from the needle. The needle remained in the jaws of the suturing device. In order to resolve the issue and complete the case, another suture was used. There was no patient harm. The patient status is alive, no injury.